Manufacturer narrative:
The patient was treated with a bandaid. The facility did not make the device available for testing.

Event description:
It was reported that the mattress slid completely off the litter; a patient was on the mattress at the time of the event. It was reported that the patient was elderly and suffered a skin tear as a result of the event. The patient was treated with a bandaid.

Event description:
It was reported that the mattress slid completely off the litter; a patient was on the mattress at the time of the event. It was reported that the patient was elderly and suffered a skin tear as a result of the event. Treatment of the injury is unknown.